Event description:
The lay user/pt called lifescan (lfs) on november 1, 2006 and alleged that his meter was missing segments. The medical affairs specialist listened to the recorded call between the lfs customer service representative and the pt to verify the info obtained and a letter was mailed on november 6, 2006, since the user could not be reached by telephone for further clarification. The pt was unable to test on his meter due to the missing segments. Approx one month ago, in the late evening, he began to experience symptoms of dehydration and felt hot. He went to the hospital and his blood glucose was over 500 mg/dl. He was treated with insulin and was given IV fluids. It would have been helpful to know: how often the pt tests his blood glucose, when the missing segments issue began, when the pt's symptoms began, what medications the pt takes, and if his medications were adjusted in any way because of the missing segments. This complaint is being reported, as the pt was unable to test on his meter and the pt was treated at the hospital for hyperglycemia. It is not known if the meter issue began prior to the hospital visit. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.